Event description:
It was reported that the device overheated.

Manufacturer narrative:
Alleged failure: "cib richard u rep over heating, smells like somethings burning po# sample" probable root cause: could not confirm any overheating issues, and no burning smell as reported. Observed constant vpi resetting which was caused by a malfunctioning led pca board on the vpi. The device was returned for investigation and the reported failure mode was not reproduced. The reported failure mode will be monitored for future re occurrence. The manufacturing date is unknown.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device overheated.